Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and the leads were added per physician¿s preference. The patient was doing well post-operatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg was no longer able to hold a charge. It was also reported that the patient gained weight. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was no longer able to hold a charge. It was also reported that the patient gained weight. The patient will undergo an ipg replacement procedure.